Event description:
It was reported via repair work order that the foot mechanism would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the investigation concluded the recliner would not lock in the closed position due to the mechanism being bent

Event description:
It was reported via repair work order that the foot mechanism would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.